Event description:
A hemodialysis user facility has reported that the venous line came apart at the injection site during treatment. This facility was contacted where it was learned that this event occurred 20 mins into the treatment. The medication line that was attached to the venous line had separated. As a result of this event, this pt did have 100-125 ml blood loss. They were able to return the blood in the arterial line back to the pt. The rn did restart the dialysis treatment with a new treatment set. The pt was able to complete the prescribed dialysis treatment. The pt was discharged to home when, the therapy was complete without incidence. The rn reported, that they did not save this line. No sample is available for eval.